Event description:
A pt ((B)(6)) was enrolled in the post-approval study for stress urinary incontinence. On (B)(6) 2012 the pt was injected with 2.0 ml of coaptite, lot 1025769. On (B)(6) 2012 the pt reported a labia furnicle that was treated with keflex 500 mg qid x 5 days plus heat. The pt recovered by (B)(6) 2012. Per the physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2012 the pt reported urinary frequency that was treated with gelnique 3% qd. The pt recovered by (B)(6) 2012. Per the physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2012 the pt reported urge incontinence that was treated with myrbetriq 25 mg qd. The pt recovered by (B)(6) 2013. Per the physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2013 the pt reported urge incontinence that was treated with myrbetriq 50 mg qd. The pt recovered by (B)(6) 2013. Per the physician, the event was of mild severity and probably not related to coaptite.

Manufacturer narrative:
(B)(4). At the time of this report the labia furnicle, urge incontinence and urinary frequency had all resolved. The device history record for the reported lot was reviewed. All required testing specifications were met prior to release. There were no abnormalities.